Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the buttons was less responsive when pushed and requires additional press for function to work. Customer stated that the insulin pump rejects new battery after insertion and received frequent random no delivery alarm during bolus. Customer stated that the insulin pump was slower to rewind. No harm requiring medical intervention was reported.